Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor/urinary dysfunction sacral nerve stim. It was reported that the patient stated they have an x-ray from (B)(6) 2026 and the entire lead was left behind. Per the x-ray, he can see the entire lead on the right side, no ins, 4 contacts with lead connectors, and the loop midline extends out to the iliac pelvis. The caller reports the patient is very vague and has no further details. The issue was not resolved through troubleshooting. Provided by drs. Redirect caller to patient's hcp for MRI eligibility report.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) serial# implanted: (B)(6) 2013: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 10-apr-2017, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.